Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted via fluoroscopy that the lp helix became stretched. The procedure was completed using an alternate device on 12 sep 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found that the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.